Event description:
Placement of hemodialysis line was performed. Insertion and dilation was smooth without issues. When removing catheter, there was no resistance until it was noted to be uncoiling. Removal of guidewire was then stopped. Attending came to bedside and hemodialysis catheter had to be completely removed. Due to patient having low platelets, there was large amounts of blood draining from site. A hematoma formed. Fem stop had to be applied. Lot# 13f21e0294. When advancing the catheter, the wire suddenly became unable to exchange easily. Upon attempting to remove the wire from the catheter, the metal pulled apart. The placement of the catheter was checked multiple times using the ultrasound, the catheter was found to be entering into the vein. At this point, we clamped the wire inside the catheter and removed both the wire and the device from the left femoral vein. Pressure was held on the site of the venous dilation for 45 minutes and platelets were given. We transitioned handheld pressure to a fem stop device on the left groin. The fem stop was removed per protocol after a few hours with no further bleeding. Also, the attending physician documented when she co-signed the procedure note: concern for faulty guidewire in dialysis catheter identified after catheter inserted in the left groin.